Manufacturer narrative:
Tech support troubleshot with biomed, who reported the generator did not appear to be turning on. Specifically the console would not turn on when the on/off button is pushed. Tech support determined that the generator console had gone out. Tech support provided biomed the console replacement number. (B)(6) 2014, product monitoring followed up with customer who reported the system had been fully functional since they replaced the generator console as advised by tech support.

Event description:
Customer states via phone that at the beginning of a procedure, the generator display flashed and went off. The patient was moved to another room where the procedure was completed without incident. No injury. No add'l procedure or patient details are known.